Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump¿s bolus history was inaccurate; it was reported the pump had delivered a bolus on two separate occasions and had recorded 0 of 0 units delivered in the bolus history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: a review of the black box did not show any errors, alarms, or warnings related to the complaint. A 6.0unit bolus was fully delivered and accurately recorded in the pump history. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. There was no evidence of hypersensitivity to the keypad buttons. A normal 10unit bolus and a 10unit audio bolus were successfully performed and were accurately recorded in the pump history. The pump history was found to be recording properly; the complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was discolored and the battery compartment was cracked.